Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - 2008 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited poor sensing, and it was suspected that the lead had perforated outside the atrium. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.